Event description:
On september 15, 2023, misonix® llc., a bioventus® co., received a product occurrence report for an event that occurred on september 14, 2023, while using a nexus® console (p/n: 100-10-0000, s/n: (B)(6) during a pediatric spine surgery. Specifically, it was reported less than an hour into the procedure the console displayed a power supply fault message. A serious injury to the patient or user was not reported; however, during a phone conversation with the representative on october 11, 2023, misonix received verbal confirmation of a delay in treatment greater than 15 minutes. The representative could not provide additional details of the delay or confirm the duration of the delay. Medical intervention required to preclude serious injury was not reported.

Manufacturer narrative:
On september 15, 2023, misonix® llc., a bioventus® co., received a product occurrence report for an event that occurred on september 14, 2023, while using a nexus® console (p/n: 100-10-0000, s/n: (B)(6). During a pediatric spine surgery. Specifically, it was reported less than an hour into the procedure the console displayed a power supply fault message. A serious injury to the patient or user was not reported; however, during a phone conversation with the representative on october 11, 2023, misonix received verbal confirmation of a delay in treatment greater than 15 minutes. The representative could not provide additional details of the delay or confirm the duration of the delay. Medical intervention required to preclude serious injury was not reported. The display of a power supply fault message is a fail-safe condition. The console continuously monitors the internal power supplies and displays the fault message when compromised. Ultrasound and irrigation are deactivated. Therefore, the probability of user or patient injury is remote. The device history record was reviewed for the nexus® console, part number 100-10-0000, serial number (B)(6). There were no deviations found during in-process or final inspection of the device. Inspection and test results met specifications prior to release to commerce. The subject generator was returned to misonix. Inspection and testing confirmed a power supply fault was displayed during evaluation of the console. The current frequency of occurrence is within the frequency originally estimated in the original risk management report. Therefore, there is no change to the residual risk or risk-benefit ratio. The investigation has been concluded. The instructions for use manual (100-10-1000, revision j) (IFU) for the nexus® ultrasonic surgical aspiration system contains the following warnings and cautions in the event of a power supply fault: warning the nexus® ultrasonic surgical aspirator system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. Caution the system check should always be done in advance of preparing patient for surgery to minimize risk to patient in case of system malfunction. The IFU has instructions on how to reset the system if a power if a power supply fault occurs. Refer to section 9.3 of the IFU. 9.3 power supply faults the console monitors the internal power supplies at all times and faults in cases when they are compromised. A system reset screen is displayed together with an audible indicator. Ultrasound and irrigation are deactivated. If the system cannot be reset, the console may need to be replaced. Fault type: power supply fault possible cause: damaged console corrective action: press the system reset button and try again. If corrective action steps above are followed and fault continues, the console may need to be replaced.